Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was unable to be implanted. The lead was removed and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of ¿the lead could not pass through the lateral vein¿ was not confirmed. As received, a complete lead was returned in one piece. As received, a complete lead was returned in one piece. The s- curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.